Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked catheter was able to be confirmed by the photo. The photo shows an x-ray image of a catheter with a kink shown on the body. A complete visual inspection to evaluate the potential cause of the kink could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not alter any kit/set component during insertions , use or removal (except as instructed). Examine catheter and extension lines before and after each treatment for any signs of damage." The customer report of a kinked catheter in use was confirmed by visual inspection of the customer supplied photo. The photo shows an x-ray image of a catheter with a kink shown on the body, however, full complaint verification testing to evaluate the potential cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "everything during procedure went ok but on the control x ray there is a small kink showing (please see picture). Catheter was well accessible though, so they decided not to remove / replace it." The patient had no reported harm or consequence because of the kink and were reported as fine.

Event description:
It was reported that: "everything during procedure went ok but on the control x ray there is a small kink showing (please see picture). Catheter was well accessible though, so they decided not to remove / replace it." The patient had no reported harm or consequence because of the kink and were reported as fine.

Manufacturer narrative:
(B)(4).